Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#serial#: (B)(6), implanted: on (B)(6) 2018, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 17-may-2020, UDI#: (B)(4), h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 15 mg/ml at unknown dose via an implantable pump for unknown indication for use. It was reported that the patient had a failed catheter aspiration at dye study (date unknown) and pump had refill volume discrepancies. Actions/interventions taken to resolve the issue included the pump and catheter were replaced. The issue was resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Analysis determined the collet was not fully locked into place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the company representative (rep) via the healthcare provider indicated that the volumes at refill were unknown, but mentioned at surgery by the provider. Additionally, the cause of the inability to aspirate the catheter was unknown.